Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead was unable to cross the tricuspid valve. The rv lead was removed and a different model rv lead was implanted. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.